Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by a third party field service engineer and service required codes were observed in the downloaded event log. The device's proportional valve and solenoide valve were replaced to address the issue. Service required codes were not observed in the downloaded event log. The device failed test steps that led to the replaced components. The correct medical device problem code is reflected in this report.

Event description:
A ventilator was evaluated by a third party field service engineer for service. The device was not in patient use. During the evaluation of the device by the third party field service engineer, a service required code was observed in the downloaded event log. The device's proportional valve and solenoid valve were replaced to address the issue.